Manufacturer narrative:
Evaluation summary: calcification is heavy in the cusp area of leaflet 1 and 2 and minimal to moderate in the cusp area of leaflet 3. At the free margins calcification is heavy at leaflet 2, and minimal to moderate in leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 7mm. Host tissue is heavy at the stent inflow. The x-ray demonstrates calcification. The valve as received is sewn into a conduit. The conduit confirmed by principle engineer (B) (4), during the explant review board meeting on may 7th 2010, not to be an edwards product. Sections of used and non used conduits were returned along with the valve. Only the valve is an edwards product. (Model# 2800) x-ray.

Event description:
It was reported that the device was explanted after an implant duration of approximately 41.03 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to dehiscence, mitral regurgitation, and paravalvular leak.

Event description:
It was reported by (B) (4) sales representative via e-mail, I just received a call from (B) (6), md at (B) (6) medical center. He explanted an aortic cep today (2800, 23mm, (B) (4)) after a 114 month implant duration. Valve was originally implanted on (B) (6) 2000 by dr. (B) (6) and dr. (B) (6) explanted due to severe calcification. No additional information is available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.